Event description:
During the af procedure, when inserted with no resistance into the patient, it was noted that the electrode part of the grid was fractured. The catheter was removed and issue was confirmed. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. No visual anomalies were noted on the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fracture remains unknown.